Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for part # 00770304000, serial # (B)(4) determined the blade produced an incomplete cut; however, the repair was not completed because the device is not repairable. Devices are used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported devices need repaired for unknown reason. No patient involvement. There is no additional information. Investigation found the cutter did not pass the cut test. No adverse event was reported as a result of this malfunction.